Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a right side "prosthesis feels very hard", "can't lie on stomach and hug, feels discomfort and is very different from the other breast". Healthcare professional later reported "simple cysts" and "radial folds" diagnosed via ultrasound and "capsular contracture baker grade iii". Device remains implanted.